Manufacturer narrative:
(B)(4). The investigation was completed on 10/10/2014. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.56 on a female patient. There was no additional patient information available at the time of this report. Date: (B)(6) 2014, time: 1134, instrument: I-stat, ctni: 0.56, sample: a; 1158, I-stat, 0.01, b. There were no injuries reported with this event. The investigation is underway